Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. The cause could not be determined during system check with tandem technical support. The occlusion alarms were reportedly addressed by changing supplies or clearing the alarms. Customer¿s blood glucose level was 365 mg/dl.